Event description:
The manufacturer received information that a trilogy 202 needed preventative maintenance servicing. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator was evaluated by a philips remote service engineer, and a ventilator service required error was found in the device's error log relating to the oxygen blending module (obm). The service engineer states that the blender printed circuit assembly (pca) board requires replacement in order to resolve the error. A scheduled repair date is still being confirmed. No further investigation is required.